Manufacturer narrative:
No patient information provided after phone calls 9/16/2019, 9/17/2019, and 9/18/2019. A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board and the consolidated ventilator interface board were replaced to resolve the reported issue.

Event description:
The hospital reported that during a case, the gas module was re-seated which resulted in an internal error causing a loss of mechanical ventilation. There was no report of patient injury.